Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned via the implant patient registry that a patient with a 25mm 3300tfx pericardial aortic valve underwent a redo aortic valve replacement procedure after an implant duration of four (4) years, seven (7) months due to aortic stenosis secondary to calcification. The explanted valve was replaced with a 23mm 3300tfx aortic valve. Hemodynamics and valve function were good.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including diabetes mellitus type 2 and end stage renal disease (esrd) on hemodialysis.

Manufacturer narrative:
H3: evaluation summary: customer reports of stenosis and calcification were confirmed through observed calcification and host tissue overgrowth. Customer report of regurgitation cannot be confirmed through visual observations. X-ray demonstrated wireform intact and heavy calcification on leaflets 2 and 3 and minimal calcification on leaflet 1. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 2 on the inflow aspect and 2mm on leaflet 1 on the outflow aspect. Host tissue on the stent circumference was minimal at the inflow aspect and moderate to heavy at the outflow aspect. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Leaflet 1 had multiple cuts approximately 2mm, 4mm, and 11mm. The cuts had a smooth and straight edge. Leaflets 2 had a cut out section approximately 3mm x 11mm. Cut off section was not returned. Wireform was also exposed on commissures 1 and around leaflet 3 on the outflow aspect. Multiple pledgets and suture fasteners remained attached around the sewing ring. Sewing cloth had multiple cuts around the sewing ring.

Event description:
It was learned via the implant patient registry that a patient with a 25mm 3300tfx pericardial aortic valve underwent a redo aortic valve replacement procedure after an implant duration of four (4) years, seven (7) months due to severe aortic stenosis and trace regurgitation secondary to calcification. The explanted valve was replaced with a 23mm 3300tfx aortic valve. Hemodynamics and valve function were good. Postoperatively the patient was transferred to the cvicu in stable condition.